Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: verification: visual assessment verification: lock operation verification: cutter insertion during the service evaluation the following failures were identified: visual : craniotome neuro-tip bent/damaged. Device interaction (2+ devices) : difficult to assemble/disassemble. Visual : bearing damaged. Device interaction (2+ devices) : cannot insert cutter. Conclusion: ¿ failure reported is not confirmed . The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: h6: correction to the investigation summary: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: verification: visual assessment. Verification: lock operation. Verification: cutter insertion. During the service evaluation the following failures were identified: visual : craniotome neuro-tip bent/damaged. Device interaction (2+ devices) : difficult to assemble/disassemble. Visual : bearing damaged. Device interaction (2+ devices) : cannot insert cutter. Conclusion: failure reported is confirmed . The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the craniotome device and the attachment device were being used when it was found that the internal parts came off. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 2 for the same event.